Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) the patient was seen for a post-operative visit and the battery pocket site was swollen and red. It was determined there was an infection at the battery site so the patient was started on antibiotics with cultures to be done in the operating room at the time of explant. The device was explanted on (B)(6) but wasn't replaced at the current time but was going to be in the future. Following explant the issue was resolved. Relevant medical history includes non-malignant pain.